Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced some small bleeding at the pocket wound post implant. The patient was seen again at a later date and there was crust noted on the pocket wound. An infection was noted and medications were provided. The dressing was to be changed every day. No adverse patient effects were reported. No surgical intervention was performed.